Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - no abnormalities related to the reported failure shown for lot# 077. Failure analysis - the unit was received without the 6-inch transitional. The handle was seized onto the connecting tube. There was a buildup under the handle on the tube. The shock cushion was worn and needed to be replaced. The adjustment wrench had worn threads. Complaint confirmed via inspection of the unit. The handle had seized onto the connecting tube.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the part with the gold handle of the a2101 mayfield ultra base unit was stuck on the silver rod and could not be moved. There was no known patient involvement or surgery delay.